Event description:
This is a spontaneous case report received from a lawyer/ attorney in united states on 13-oct-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent birth control. Several weeks after having the essure device implanted, plaintiff began experiencing heavy, vaginal bleeding, abdominal pain, cramping, back pain, and painful intercourse. In light of the severe pain and heavy bleeding she was experiencing, she discussed the possibility of having surgery to remove the essure micro-inserts. In (B)(6) 2011, she underwent an hysterectomy and a salpingectomy during which, her uterus and both fallopian tubes were removed. This procedure was painful and invasive. Subsequent, to her removal surgery, she was forced to miss time from work. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pain (considered as pelvic pain). A hysterectomy and salpingectomy was performed. Both fallopian tubes and uterus were removed. Severe pain is considered anticipated event in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pain"), vaginal haemorrhage ("heavy, vaginal bleeding/ heavy bleeding/ abnormal bleeding (vaginal)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 34-year-old female patient who had essure (batch no. 50512832/50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included genital bleeding and migraine. Concomitant products included propofol for pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramping"), back pain ("back pain"), procedural pain ("painful and invasive procedure"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, back pain, vulvovaginal pain, uterine pain and abdominal pain lower was resolving and the dysfunctional uterine bleeding and procedural pain outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural pain, uterine pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2011, introverted uterus with normal ovaries bilaterally. Placed essure coils were removed bilaterally. Normal mucosa in the whole sigmoid colon. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming vaginal haemorrhage), pelvic pain, abdominal pain lower, menorrhagia, vulvovaginal pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), cramping and essure confirmation test not performed. Event per mr: dysfunctional uterine bleeding. Treatment drug propofol for pelvic pain. Concurrent condition were added. Essure lot number added, therapy dates updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pain"), vaginal haemorrhage ("heavy, vaginal bleeding/ heavy bleeding/ abnormal bleeding (vaginal)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 34-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included genital bleeding and migraine. Concomitant products included propofol for pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramping"), back pain ("back pain"), procedural pain ("painful and invasive procedure"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy), surgery (total vaginal hysterectomy and bilateral salpingectomy), surgery (total vaginal hysterectomy.).essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, back pain, vulvovaginal pain, uterine pain and abdominal pain lower was resolving and the dysfunctional uterine bleeding and procedural pain outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural pain, uterine pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2011, introverted uterus with normal ovaries bilaterally. Placed essure coils were removed bilaterally. Normal mucosa in the whole sigmoid colon concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyfunctlonal uterine bleeding (confirming vaginal haemorrhage), pelvic pain, abdominal pain lower, menorrhagia, vulvovaginal pain. Batch number (B)(6) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pain (considered as pelvic pain). A hysterectomy and salpingectomy was performed. Both fallopian tubes and uterus were removed. Severe pain is considered anticipated event in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.